Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens was explanted and replaced with a shorter length lens. Problem was resolved. Cause of the event was reported as other; "the problem arose due to lack of correlation between wtw and ss, certainly the device 'did not fail to perform' but this hypervault remains unexplained".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim# (B)(4).